Event description:
It was reported that the gastrointestinal videoscope was unable to focus. This issue occurred during service/maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.